Event description:
It was originally reported that the pt was unable to adjust their stimulation. The pt programmer was replaced because the only light that would come on was the one for the 9 volt battery. Follow-up info received indicated the pt had surgery to fix the neurostimulator issue and was no longer having problems with her device system.

Manufacturer narrative:
(B)(4).